Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported they had a hard fall and hit the implant site. Patient already discussed this information with their doctor 3 weeks ago and the nurse guided her to make an x-ray to check if the implant or wires were affected as patient thought. Patient had a surgery regarding the fall 4 days later after informing the doctor. Patient stated that they are still healing from the previous surgery and until they can retake their normal activities, they can't check if the therapy and implant are working or not after that fall, and contact with their doctor. Patient service specialist asked patient if they felt stimulation sensation and patient stated not so much when they have to urinate. Patient confirmed they still have relief but it's not doing as good as it was before the fall. Patient stated they messed up several pads and were not able to get to the bathroom in time. Patient reported they don't have regular bowel movements like most people but they did feel it the other day when they were going to have to go. The patient will contact their hcp as soon as they recover from the previous surgery to verify the therapy.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they fell last thursday where the "wires" are. Patient reports that since then they don't feel stimulation sensation at all and they have had several accidents. During the call the patient was able to connect with the implant and increased stimulation to a comfortable level but the sensation came and went away. Agent guided patient to discuss with hcp.